Event description:
Per the parent's report, this child stopped responding to sound with her device. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. It has not been reported to cochlear if an explantation/reimplantation surgery will take place.

Manufacturer narrative:
This type of event is addressed in the device labeling code #1738.